Manufacturer narrative:
H3 other text : customer did not respond.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that the dfm100 device cannot boot up. There was no patient involvement. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. The reported issue could not be confirmed since no evaluation was performed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure.